Event description:
The customer reported to baxter that something resembling plastic or coring was found in the (B)(4) set which was connected to a 250ml intravia container filled with fluorouracil and normal saline. The condition occurred during patient use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual unit for evaluation. A visual evaluation was performed and the reported condition was not confirmed. The root cause of the reported event could not be identified. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).